Manufacturer narrative:
No failure was identified in relation to the customer's alleged high bgs. (B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 272 (mg/dl). Reportedly, the customer stated that they had high bg levels because, after receiving the expected notifications from the pump, and reporting to have ignored the notifications, the cartridge ran out of insulin. Customer then changed their supplies and administered a bolus to treat their bg level. Later in the day, a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported a blood glucose level of 140 (mg/dl) at the time of the alarm. It was reported that the customer had manual injections available for alternate insulin therapy.